Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the implantable neurostimulator (ins) burning the skin wasn¿t determined, and it was unknown what diagnostics were performed related to the draining/oozing, burning of the skin, and lead issues. It was further reported the cause of the lead issues wasn¿t determined, but the rep. Was informed this started after the ins removal. The rep. Further noted the issues with the draining/oozing, ins burning the skin, and lead issues were resolved when the ins was removed.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 39286-65 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had a pocket issue. The ins was explanted due to draining and oozing since being implanted. Patient services asked whether the patient specifically mentioned infection and the rep stated no. The patient's healthcare provider (hcp) informed the patient that the battery had burned their skin. The rep did not know of this was a valid report from the patient or not. The rep confirmed that only the implant was removed, but the lead is giving the patient issues. No further information was available at this time.